Manufacturer narrative:
Device passed displacement test. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 4 confirmed in pump history and pump error 63 alarm noted during self test and confirmed in pump history due to broken trace at pin on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump stopped alarming and it was only vibrating. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer performed self test and it was passed. However, the pump error alarms reoccurred and customer was not able to clear the alarms. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.